Event description:
Our customer complains repeatedly because he has this problem. If patient is connect, alarm "disconnection on the ventilator site" is appeared. We have tried all. We have recalibrated all sensors and servoboard. We have tried to replace safety block. Recalibrate expiratory valve. We cannot to find out where could be problem. As you can see in event log last working time was in our service departament and g5 works without problem. All seems for any problem with circuit, but in the same hospital departament they have 5 pcs hamilton g5 and if replace only ventilator all working right with the same patient and the same circuit.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiration valve. In consequence (correction) inspiration valve (part number 10082605, rga 74143) was replaced. There was no patient or user harm.